Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported needle had leaking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20ga x 3/4 in. Miniloc infusion set was returned for evaluation. A microscopic observation revealed lack of adhesive between the tubing and the needle housing. A uv light was used to identify the adhesive under the microscope. Because the infusion set was found to have lack of adhesive, the complaint of a leaking infusion set is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported needle had leaking. No other information was provided.